Manufacturer narrative:
The outcome attributed to adverse event was the consumer had more than 7 surgeries over root canal due to dental pain. The event date is approximate.

Event description:
The consumer alleged the diamondclean power toothbrush caused their dental pain and they had 7 or more surgeries over root canal.

Manufacturer narrative:
D2a: diamond clean smart power toothbrush. Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.